Event description:
It was reported by the service report that the brakes were not holding. It is unk if there was pt involvement; however, there were no adverse consequences.

Manufacturer narrative:
Brake cams.